Manufacturer narrative:
E1: patient city: (B)( 6).

Event description:
Uunomedical reference number (B)(4). Event occurred in new zealand it was reported that patient faced infusion set occlusion event on (B)(6) 2024 after 3 or more hours of insertion. Infusion site was left side of stomach. Customer regularly rotate site location. No further information available.